Event description:
As communicated to a baxter sales representative, a spontaneous report was received from the doctor at the hospital in foreign country. Reportedly, in 2009 the substitution pump of the aquarius machine (code gef09600, lot not available) did not function properly. The incident occurred during use with a patient (male). The consequence was that too much filtrate was removed, resulting in hypovolaemia. The issue is related to software 6.01. Edwards previously received a complaint regarding the substitution fluid issue and in response, a fca was initiated: aquarius substitution fluid non-conformance. A field safety notice was communicated to all impacted customers which notified users of the concerns related to the non-conformance and also provided direction on actions to be taken. The patient had a heart operation and left the operating room with ECMO while connected to the aquarius machine for fluid control. The substitution pump was programmed with a flow rate of 100ml/hr. The patient was in stable condition for the following three (3) days. The aquarius machine was disconnected on four days after event date. Two days later, the extracorporeal support was removed and the patient expired as a result of heart failure. The hospital disassociated the death of the patient from the device.

Event description:
Stapler didn't fire. It didn't make any noise. A new hand piece (stapler) and staple load used without a problem.

Manufacturer narrative:
Device will not be returned, but rather evaluate in situ. Evaluation/results are anticipated but not yet received at the time of this report. Result and conclusion are anticipated, but not yet received at the time of this report. The DHR review is anticipated, but not yet received at the time of this report.

Manufacturer narrative:
When the following parameters are set by the user (any blood flow rate, any treatment modality): a. 100 ml/h or 110 ml/h dialysate / pre-dilution substitution pump (designation of the pump depends on the treatment modality selected) flow rate; b. 0 ml/h post-dilution pump flow-rate 2. The dialysate / pre-dilution substitution pump will not work and too much filtrate will be removed. 3. A fluid balance alarm will result. Be sure to check for this condition in the process of troubleshooting, the reason for a fluid balance alarm. The consequence of this issue is the same as for the total fluid loss (tfl), i.e., by overriding the balance alarm without solving the issue (closed clamp, kinked line etc.), it is possible to remove or to gain too much fluid from the patient. In extreme cases, this could result in hypovolemia or hypervolemia and result in death or serious injury. Conclusion: the field safety notice was not passed on to doctor who need to be aware within the hospital. Although the balance alarms given by the machines have been ignored, the death of the patient was not related to this event. For aquarius software, this issue is solved. User error .